Manufacturer narrative:
Section a2, a4 and a5: unknown/ not provided. Section d6a: if implanted, give date: not applicable, as there was no patient contact. Section d6b: if explanted, give date: not applicable, as there was no patient contact. Section e1: telephone number: unknown/ not provided. Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded monofocal intraocular lenses were not able to be used. There was no patient contact with the product. The event was observed during handling, prior to insertion. These lenses were prepared with balanced salt solution (bss) and for some reason the lenses twisted and got stuck in the chamber. It was told that the staff member had followed the instruction card provided by the company in regard to filling the chamber, however he noticed the fluid did not backfill into the chamber and this caused the lens to get stuck. As per additional information received, the first lens had the lens chamber filled with bss through the injection port on a flat surface and filled the lens chamber. At this time, fluid did not back fill past the injection port. It was stated that a lot of resistance was felt when pushing the plunger forward and felt like a grinding sensation when twisting the plunger to advance the lens. When the customer kept at it, the lens ended up at the tip of the injector, however the lens got stuck and was unable to be injected. The backup lens was used due to the first lens malfunctioning. It was reported that this time the lens was held at a slight angle when filling the chamber through the injection port, and noticed the fluid did slightly backfill past the injection port. The lens plunger was advanced with a lot of resistance, however the lens got stuck just past the injection port. A lens from another manufacturer was implanted as replacement. No other information was provided.